Manufacturer narrative:
Additional information:product analysis:visual review confirms implant breakage. Microscopic examination of the fracture surface identified a fairly br ittle directional fracture on one side of the threaded hole of the inserter interface, consistent with bending stresses. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent olif at l2-l5 levels for the treatment of lcs . Intra-op, the cage broke at the time of insertion at l3/4. The surgical time was extended for not more than 15 minutes by this event. The product used in the patient. The product broke but no fragments were remained in the patient. No patient complications were reported. Dr's comment: the size of the cage was a little large for the narrow intervertebral space so it broke due probably to the load at the time of insertion. The head surgeon also had the same opinion and said the breakage couldn't be helped as the cage was of peek material. The cage broke at the time of insertion. Remnants were removed and were not remained in the patient. An alternate cage was inserted and the surgery was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.